Manufacturer narrative:
B4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions and the battery gauge was fluctuating. It was also reported that the pump touch screen was unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.